Manufacturer narrative:
Submitted: 06/21/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: device evaluation: on investigation, the battery compartment was cracked at the threads to the left of the bumper pad and at the case seal below the bumper pad. There was also a crack between the case seal and the keypad cover.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue. This report is made based on results of investigation completed on (B)(6) 2016.